Manufacturer narrative:
Information was received via published literature. Event problem codes: (B)(4). Please reference literature at the following location: http://www.arthroplastyjournal.org/article/s0883-5403(07)80028-3/pdf no devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. It was reported in the journal article "cementless total hip arthroplasty using a porous-coated prosthesis for bone ingrowth fixation" that the gaps in the one zone of the bone-prosthesis interface never involved the entire interface. There were also no areas of lysis at the acetabular component-bone interface and there was no evidence of acetabular migration, screw fracture or motion of the screws. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Event description:
It is reported that gaps were observed in seventeen hips; they were no wider than 1mm and did not progress.